Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged battery compartment and a damaged dso seal. Functional testing was unable to verify or duplicate the reported problem; however, visual inspection revealed a damaged dso seal. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump would not turn on. There was unknown patient involvement.